Event description:
Rptr had invasive ductal carcinoma of right breast and had a modified radical mastectomy on 5/13/85. On 6/5/86, she had a subcutaneous mastectomy with suspension of nipple of left breast and bilateral first stage reconstruction using this co's tissue expanders. On 9/23/86, the expanders were replaced with silicone breast implants. Rptr has subsequently had 2 more surgeries for expanders and breast implants. She has noted/suspected the following problems: carcinoma right breast, fibrocystic left, implant tightness, severe capsule formation, right nipple unnatural in appearance, breast drainage, depression, fatigue, arm, finger and shoulder pain, expanders shifted, open capsulotomies, rupture, breast swelling, back pain, all over aching, fibromyalgia and carpal tunnel, bursitis, scar contracture, mild ankylosing spondylitis, chronic mild myofascial syndrome, first implants looked awful; right side was hard, and had a lot of pain, had back and shoulder pain, burning, searing pain in left breast before second implants were removed, couldn't stand to move arm, it hurt to breath, migraines, high blood pressure, allergies, ulcer, anxiety and panic attacks, multiple breast surgeries, arthritis and symptoms, joint swelling, pain and stiffness, muscle fatigue, swelling of hands/fingers, breast tenderness, coldness/pain extremities, incorrect size of implants, sloshing noises, breast lumps after implants, shaking, doesn't sleep at night and emotional. (Also see medwatch 1000483, 1000484 and 1000485.)